Manufacturer narrative:
Insulin pump had cracked case at display window corner, cracked battery tube threads, broken half of reservoir tube lip, however reservoir locked into place properly, cracked reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 300 mg/dl to 600 mg/dl at the time of incident. The customer¿s blood glucose level in the morning was 155 mg/dl. The customer was in hospital because of back spinal injection with steroids. The customer was treated with insulin pump for high blood glucose level. The customer declined troubleshooting for high blood glucose level. The customer also reported that the reservoir compartment was half cracked and reservoir was locking in place right but only half was holding reservoir in place and the customer was afraid other half will break off. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.